Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The hcp reported that ¿it wasn¿t working well¿ and it ¿showed impedances¿ which was the reason the lead was revised in 2014. The event date was asked but was unknown. No further complications were reported/anticipated.